Event description:
It was reported that during prep for a percutaneous transluminal angioplasty (pta) stenting treatment procedure, premature stent deployment occurred. The target lesion was located in the superficial femoral artery (sfa). The physician flushed the 5 x 62 x 120cm epic vascular stent outside of the patient. With the safety lock in place the stent started to deploy outside of the exterior sheath. The physician attempted to recapture the stent without success. The procedure was completed with a different device. There were no reported patient complications and the patient status is stable. "This product is only ous approved but it is similar to an approved us device"

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during prep for a percutaneous transluminal angioplasty (pta) stenting treatment procedure, premature stent deployment occurred. The target lesion was located in the superficial femoral artery (sfa). The physician flushed the 5 x 62 x 120cm epic vascular stent outside of the patient. With the safety lock in place the stent started to deploy outside of the exterior sheath. The physician attempted to recapture the stent without success. The procedure was completed with a different device. There were no reported patient complications and the patient status is stable. "This product is only ous approved but it is similar to an approved us device."

Manufacturer narrative:
Device evaluated my manufacturer: the safety lock tab was positioned in the incorrect orientation and was secured incorrectly (cross-threaded) on the threaded rack. The outer sheath was buckled adjacent to the distal markerband. The stent was protruding 4 mm out from the end of the outer sheath. Magnified inspection revealed a 17 mm gap (measured with a calibrated steel ruler) between the floating bumper and the stent, exceeding gap specification, indicating stent deployment was initiated. The handle was disassembled to inspect pawl spring and thumbwheel condition. The pawl spring was bent approximately 90 degrees and there was damage to the gears on the thumbwheel indicating an attempt to retract the stent back into the sheath. This damage can only occur when the thumb wheel is rotated in the reverse direction as indicated on the thumbwheel arrow. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).